Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple admissions for profound deconditioning/failure to thrive with no obvious medical cause and ultimately went home under hospice care on (B)(6) 2024. The patient passed away due to failure to thrive on (B)(6) 2024. The outcome was not considered device or therapy related. An autopsy was not performed, and the device was not explanted. The multiple admissions were not left ventricular assist device (lvad) related and failure to thrive was not due to lvad therapy. The lvad operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.